Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the left and right femoral arteries. The 80-90mm in length, eccentric, 60-70% in-stent restenosed target lesion was located in the non-tortuous, non-calcified, 12-14mm in diameter, bilateral femoral veins. A 12.0-40, 80 wanda catheter balloon was selected to dilate the lesion. However, they found that the balloon cannot be inflated. Upon removal of device, it was found out that the balloon ruptured. They used a xxl pta catheter balloon but it too got ruptured. Following predilation, the stenosis was reduced to 50-60%. The procedure was completed another of the same device and the implant of two 12x90 wallstents. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the balloon material identified no tears. However, when an attempt was made to inflate the balloon, a pinhole leak was identified. The pinhole was located at 1mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the left and right femoral arteries. The 80-90mm in length, eccentric, 60-70% in-stent restenosed target lesion was located in the non-tortuous, non-calcified, 12-14mm in diameter, bilateral femoral veins. A 12.0-40, 80 wanda catheter balloon was selected to dilate the lesion. However, they found that the balloon cannot be inflated. Upon removal of device, it was found out that the balloon ruptured. They used a xxl pta catheter balloon but it too got ruptured. Following predilation, the stenosis was reduced to 50-60%. The procedure was completed another of the same device and the implant of two 12x90 wallstents. No patient complications were reported and the patient's status is stable. It was reported that a balloon rupture occurred. Vascular access was obtained via the left and right femoral arteries. The 80-90mm in length, eccentric, 60-70% in-stent restenosed target lesion was located in the non-tortuous, non-calcified, 12-14mm in diameter, bilateral femoral veins. A 12.0-40, 80 wanda catheter balloon was selected to dilate the lesion. However, they found that the balloon cannot be inflated. Upon removal of device, it was found out that the balloon ruptured. They used a xxl pta catheter balloon but it too got ruptured. Following predilation, the stenosis was reduced to 50-60%. The procedure was completed another of the same device and the implant of two 12x90 wallstents. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).